Event description:
During embolization procedure, the enterprise delivery system was advance into a very tortuous distal right internal carotid artery, but once the stent was about 20/30% outside the microcatheter, the physician decided to withdraw the stent because the position was not correct. However, upon withdrawal of the enterprise system into the microcatheter, the stent could not be inserted into the microcatheter (select plus 606-255x/14041136). Both devices were removed as a unit and the procedure was completed without any issues. There was no pt injury. The sale rep indicated that he was not present during the procedure, but from the info provided he indicated that the vessel tortuosity contributed to the event. The stent and microcatheter were provided for analysis, and there were no visual damages to the stent or microcatheter.

Manufacturer narrative:
The product is expected, but it has not been returned for analysis. Additional info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report# 1058196-2009-00136.